Manufacturer narrative:
Ocd filed engineer was on site. Fe performed reader camera adjustments and produced a new reference image. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
Customer stated that a sample showing mfagglutination in manual gel is negative on the provue.